Event description:
The report reads that an air embolism was injected during the heart catheterization. It is suggested an air sensor did not detect the air bubble and alarm as it is supposed to. Manufacturer response for injector contrast media, (brand not provided) (per site reporter). They are going to pick up the injector today for manufacturer assessment of the device. They requested patient health information from the hospital, and that request was declined.